Manufacturer narrative:
(B)(4). This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. The craniotome device was evaluated and it was observed that the device had a drilled neuro-tip leg. It was determined that this type of damage was due to excessive side loading causing the cutter to flex and to come in contact neuro-tip ¿leg. The assignable root cause of this condition was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the leg of the craniotome device was drilled. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available